Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the stylus on the programmer was having issues and needed continual replacement. The keyboard cover is also broken. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported stylus issues. The stylus was replaced and calibrated as a preventative, and the overlay cable connections were reseated. It was also noted that the right keyboard hinge was broken, the tab on the power cord bay door was broken, and the printer drawer had a broken paper guide ledge.